Event description:
It was reported the coil could not be detached with the actuator during procedure. The coil was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil detached normal with an in-house actuator. (B)(4)